Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017. User made a correction bolus request for 1.15 units of insulin, while still having 1.9014 units insulin on board (iob). Low bg level of 45 mg/dl was recorded during incomplete bolus workflow 3 hours after correction bolus request. There were no erratic basal rate adjustments. There were no obvious deliveries or requests that would cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level had been fluctuating (45-242 mg/dl). Food was consumed to address the low bg and a correction bolus was delivered to address the high bg. The contact did not know the cause of the fluctuating bg levels. The customer's bg was currently "fine" and the contact declined further assistance from tandem technical support.